Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the insulin pump display began to scroll while trying to deliver a bolus. The blood glucose reading was 85 mg/dl. Customer could not recall any significant event leading to the keypad issues. Nothing further was reported.